Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power during use and had no audio tones or vibration. The reporter also stated that there was no damage to battery cap or pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no power issues observed in the black box history. There were multiple call service alarms observed in the black box and history download. There was no damage found to the battery cap or battery compartment and the cap was able to attach securely to the pump. The pump powered on normal with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. There was no damage found to the power circuit when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.